Manufacturer narrative:
Evaluation, results: none (no device return); no results available since no evaluation was performed (no device return); (insufficient information to determine root cause). Evaluation, results: unable to confirm complaint (no device return); device not returned- no evaluation will be performed. (B)(4).

Event description:
The physician found a previously implanted complete se iliac stent to be fractured post patient inspection in (B)(6) 2014. The original procedure took place in (B)(6) 2013; three (3) complete se iliac stents were implanted to treat sfa. The physician implanted a new stent device to cover the stent with fracture. The patient is in good health now.